Event description:
A "replace senso" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported experiencing "silence", weakness, and a loss of consciousness. The customer was unable to self treat and reported receiving treatment of a glucose injection and naci by a healthcare provider for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.